Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It is reported that the patient has been experiencing hip and groin pain since 2009. Recent blood work records an elevated cobalt level of 6.4. The patient's pain is constant and associated with certain movements. Patient must use a cane or walker to walk more than a few hundred feet. Patient sometimes experiences sharp shooting pain in his hip and feels like the hip slips in and out of joint.

Manufacturer narrative:
An event regarding pain involving an accolade stem was reported. The event was not confirmed. The reported device was not provided for evaluation. Patient medical records were provided for review by a consulting clinician who indicated that the reported pain could not be confirmed and there was no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for the complaints described in the event description. A device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. The exact root cause of this event could not be determined due to minimal information provided.

Event description:
It is reported that the patient has been experiencing hip and groin pain since 2009. Recent blood work records an elevated cobalt level of 6.4. The patient's pain is constant and associated with certain movements. Patient must use a cane or walker to walk more than a few hundred feet. Patient sometimes experiences sharp shooting pain in his hip and feels like the hip slips in and out of joint.